Event description:
It was reported that a spectrum pump had an down stream occlusion too high (20.36 psi) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device passed downstream occlusion testing. A review of the event history log revealed 'down stream occlusion too high 20.36 psi'. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.